Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Blood glucose level was 173 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.